Manufacturer narrative:
Due to the lack of additional information, the alleged device malfunction, evaluation, nor final disposition could not be confirmed. Multiple attempts were made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting unspecified power issues it is not known if the device was in clinical use. There was no report of harm. Investigation ongoing.